Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced discordant glucose readings between a dexcom g7 cgm and fingerstick measurements, with the cgm showing values in the 60¿124 mg/dl range while fingersticks ranged from 54¿110 mg/dl; the user calibrated the sensor, treated the low per fingerstick guidance, and the ilet alerted for low glucose. Symptoms included no reported clinical effects. Outcomes included successful correction with oral glucose and return to target range without medical intervention or hospitalization. Investigation included phone-based troubleshooting and education that directed calibration and treatment based on the most recent fingerstick. Investigation of this case revealed inconsistent cgm readings relative to capillary glucose that were resolved after calibration, with cgm performance concerns considered and addressed through user calibration and monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.